Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was not reported. On the same day as diagnosis, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with fortum injection (1 gram, frequency and route of administration not reported) and amikacin intraperitoneally (150 mg, per day for one bag). The outcome of the peritonitis was unknown. It was not reported if dianeal therapy was ongoing. No additional information is available.